Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shock therapy in july, while sleeping. The patient did not notify their physician, but this episode and an untreated episode were observed in the remote monitoring system and the patient was called to the hospital for a device check. It was noted the device was programmed in the primary sense vector at the time, so the physician reprogrammed the device to the secondary vector. However, in august the patient received another inappropriate shock. The patient was then admitted to the hospital with device therapy programmed off, and data was submitted to technical services for review. A new screening was performed, which found no passing vectors as the r-wave amplitudes were vey small. A review of the shock episodes found that in both vectors inappropriate sensing occurred due to the small amplitude r-waves and poor r/t ratios. The field representative later reported the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The explanted products were not to be returned.